Event description:
Complainant alleged that the staff was cardioverting a 74 yr old female pt when they noticed sparks coming from the multi-function electrodes. The pt was then assessed by the physician and the multi-function stat padz were changed for new stat padz and the staff resumed cardioverting the pt. Sparks were again observed by the staff. At this time no further cardioversions were needed. When the anterior pad was removed from the pt's chest the staff observed burns to the pt's anterior chest. The burn was treated with silvadene creme. There were no lasting ill effects to the pt as a result of the reported malfunction or burn.

Manufacturer narrative:
The evaluation of the multi-function stat padz concluded that the conductive gel in both pair of electrodes used in the event may not have been completely coupled with the pt's skin during defibrillation causing an arc to occur. A high energy concentration caused by the arcing could have caused a burn to this pt. Please reference the multi-function stat padz package insert which warns that poor adherence and/or air under the electrodes can lead to the possiblity of arcing and pt skin burns.